Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while in support of the patient, an s3 alarm appeared. The alarm was acknowledged and the s3 alarm cleared. The patient remained on support until able to wean with no other issues. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6)) and was reviewed. The log file contained data spanning approximately 11 hours ((B)(6) 2022, 2:51 ¿ 23:05 per timestamp). The system was observed to be operating at ~2800 rpm / 3.7 lpm throughout this timeframe. No atypical events were observed throughout the data. The returned console was received at the service depot. The console was functionally tested over an extended period and was found to perform as intended. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information provided. The manufacturer is closing the file on this event.